Event description:
Customer reported 1 false positive result on their alinity m sars cov-2 assay. The customer states the sample was tested for the first time on (B)(6) 2021 and the alinity result was detected with cycle threshold (CT = 28). The customer reran the sample on the same day, results came back as not detected. It was discussed with customer possible root cause of false positive was cross contamination during sample handling. It was confirmed that the suspect result was not reported outside the laboratory. Therefore, there was no report of impact to patient management caused due to this observation. This incident is being reported to FDA because the incident occurred in france using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Complaint will be elevated for investigation. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: customer result log files were reviewed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls (positive control and negative control). There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-090) lot 522528 is performing outside of established design performance specifications based on the elements reviewed in this section. The amplification curves of the discrepant results were analyzed. The amplification curves of the samples appeared as expected. The curve which led to a positive interpretation exhibited a sigmoidal shape. Based on the results of amp tray carryover analysis, a risk for potential amp tray carryover was not identified. Quality data review device history record / batch record review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 522528 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 522528 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 522528. The complaint history review did not identify any additional complaints related to the reported complaint for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 522528. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amp kit (list 09n78-090) lot 522528 was not identified.